Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis confirmed that the lead was electrically continuous and able to provide critical therapy however induced insulation damage was confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to low out-of-range impedance measurements. No adverse patient effects were reported.